Event description:
Hosp uses a 1000 ml [milliliter], dbhp [di-ethylhexyl phthalate] free, 5% percent dextrose and 0.45% sodium chloride bag by b. Braun. There have been two occasions where the bag broke open. Once the bag fell off of a counter top and burst when it hit the floor. The second time the bag broke while it was traveling through a pneumatic tube system. The bag has been breaking at the side and corner seams.